Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were stretched towards the distal markerband causing some struts to be raised. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues was noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a device was returned. No information was provided for the event detail. It was undetermined if and or what the device malfunction was. However, returned device analysis revealed stent damage.